Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the suture's needle was already broken while the package was opened. There were no patient consequences reported.